Event description:
Customer was assisted by the ambulance for low blood glucose. Customer stated that she took her blood glucose and it kept dropping. Customer also stated that the reservoir was new and that she might have been conneted during manual prime. Customer said that she did receive the insulin but, she is not sure how the entire reservoir emptied. It was advised to the customer husband to call the help line immediately when customer is stable to replace the pump.